Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.130.202 lot: f-35597 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date: 05 dec 2022. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery 45 degrees canc / 3 jaw adapter did not work when used with the engine air pen electric. Surgeon then used quick anchor adapter. Additionally 1.1 l 56/39 drill bot broke while drilling. The broken fragments were removed and another 1.1 l 56/39 drill bit was used with which it was possible to work during the procedure evidencing that it had very little edge because it did not cut very much well, in turn it happened that when trying to place the screws with the 1.3/.1.5 t4 self-locking screwdriver, it did not work correctly because it did not hold the screws as its tip was worn. This issue was resolved by changing the screwdriver. The surgery was completed successfully, without affecting the patient and without alterations in the surgical times.